Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files and affected part(s). Based on tube arcing events there was no x-ray available. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. Upon investigation the involved customer service engineer (cse) identified a problem with the x-ray tube. The cse replaced and returned the tube to the manufacturer for detailed investigation. After the part was replaced the system recovered and the system worked as intended. The returned x-ray tube was examined in detail. During first analysis, the measured inductance value of the small focus was not as expected. The measured voltage value of the large focus was in the range of the specification. After disassembling the tube insert, the claim could be confirmed as the small emitter was too close to the outer focal boundary and touched the focal head. After disassembling the tube, the signs (arcing) could be confirmed. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During an emergency procedure, the user reported that no x-ray was possible. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.